Event description:
A patient with a history of urinary incontinence underwent surgery for placement of an ams 800 artificial urinary sphincter with a 4 cm cuff and a 61-70 mmhg regulating balloon. The reservoir was implanted in an ectopic location due to a history of previous surgery and radiation therapy. Six weeks status post placement of an ams 800 artificial urinary sphincter the patient was seen in follow up for activation of the device. It was clear on evaluation that there was fluid loss from the device and it could not be activated. The patient was counseled from a medical standpoint and surgical options provided. The patient opted to return to the operating room for investigation of the device and troubleshooting. During surgical exploration it was apparent that the clear tubing, which was the tubing from the cuff to the pump was intact, but the black tubing, which was the tubing coming from the pump and going to the pressure regulating balloon was fractured at the connector site. There was a lot of debris in the pressure regulating balloon and that portion of it was replaced with a 61-70 mmhg pressure regulating balloon and one connector. The pump appeared to be functioning well and it was not replaced.